Event description:
It was reported that the patient experienced an adhesive issue with twenty infusion sets fell off event on (b)(6) 2026. The blood glucose level was high, and the patient was treated with insulin pump.

Manufacturer narrative:
Initial 1 of 2.E1: Name: (b)(6).Country: United States of America.Street: (b)(6). Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.